Manufacturer narrative:
A ge service rep performed an on site investigation. The power signal interface board was repaired. The interconnect cable and the x-ray switch were replaced during the service call. The system was tested and found to be working as intended, and put back into service. (B) (4)

Event description:
It was reported that the 9600 system would not x-ray and had poor image quality displayed during a case. Also the l-arm would intermittently not move. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.